Manufacturer narrative:
The device was subjected to electrical/mechanical function, environmental stress testing and connector dimensional analysis. Normal pacer operation was observed. The unit is operating within new pacer specs.

Event description:
The sidelock broke at implant and the device could not be used.